Event description:
A medtronic representative reported inaccuracy when the surgeon was about 3 inches deep in the nose of the patient. The rep said they were accurate on the nose, other landmarks, and until they got to the 3 inch mark. At this point, within 1 cm they went from being accurate to 3-4 mm inaccurate. The surgery was completed with navigation and there was no impact to the patient outcome was reported.

Manufacturer narrative:
The system's log files were sent to the manufacturer for evaluation. Findings show the exam was not to protocol for a tracer registration. The scanner removed half of the patient's forehead and all of the head from the front of the temples back. The surgeon attempted to trace on part of the patient that was not included in the exam. In use analysis resulted in red points off in space on either side of the head. The exam was determined not to protocol. The software is functioning as designed.

Manufacturer narrative:
The system archive has been received by the manufacturer for evaluation and is currently in progress.